Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred five days after the sensor had been inserted in the abdomen. The patient experienced fatigue and presented to the emergency department. The unspecified pump cgm display device was reading 275 mg/dl and the blood glucose reading was 400 mg/dl in the emergency department. The patient was treated with unspecified IV fluid and recovered after treatment. There was no documentation of further medical evaluation or intervention for hyperglycemia. The patient was awaiting discharge at the time of the call. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.